Manufacturer narrative:
(B)(4). Date sent: 10/2/2023 d4: batch # 368c91 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, the device was disassembled to verify the internal components, and no indication of button interference with the conformal coating on the art pcbs or any other defects that could lead to a stuck button. The pcb switch moved correctly independent of the shroud button. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history review a manufacturing record evaluation was performed for the finished device batch number 368c91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023 d4: batch # 368c91.

Event description:
It was reported that the device kept articulating all the way to the right. No delay. No fragments made. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: during the weekly complaint review on (B)(6) 2023, additional information was requested. Did this happen when the device was first powered up? Yes. If not on powered up, did it happen when pressing the articulation button? If so, which button? Did not try this was the device articulating with the jaws open or closed? Jaws opened was the device used to complete the procedure? No, pulled a new device. If not, how was the procedure completed? With new device. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.